Event description:
The issue involves cerner millennium firstnet and affects users that utilize the filter option within the tracking list to limit the patients that are displayed in the list based on specific display criteria. In cerner millennium firstnet, when the user selects a patient on a filtered list and then waits for the system to automatically refresh, a different patient may also be highlighted and a row indicator displayed for the new patient in addition to the patient, the user was attempting to select. Patient care could be adversely affected, as clinicians could inadvertently select the incorrect patient and perform documentation on that patient rather than the intended patient. This issue could result in medication orders and clinical documentation being associated with the incorrect patient.

Manufacturer narrative:
Cerner distributed priority review flash notification (B)(4) on (B)(4), 2008, to all potentially impacted client sites. The flash includes a description of the issue and notifies clients of the software corrections available to address the issue (exception packages (B)(4)). Additionally, the flash notifies clients that they can remove filters from tracking lists to prevent the issue from occurring until the software correction can be installed in their production environment. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.